Event description:
It was reported that during the procedure using an intellamap orion catheter, "blood returned to the handle of the device." The procedure was successfully completed and there were no patient complications. It was further reported that this occurred at the end of the procedure, when the physician wanted to remove the catheter. There was a leakage of liquid (water and blood) at the handle. The tubing was confirmed to be well connected.

Event description:
It was reported that during the procedure using an intellamap orion catheter, "blood returned to the handle of the device." The procedure was successfully completed and there were no patient complications. It was further reported that this occurred at the end of the procedure, when the physician wanted to remove the catheter. There was a leakage of liquid (water and blood) at the handle. The tubing was confirmed to be well connected.

Manufacturer narrative:
Visual inspection of the catheter showed body fluid in and around the handle and both of the potting holes in the distal section were missing adhesive, allowing the catheter to fill with bodily fluid from the distal section into the handle. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during the procedure using an intellamap orion catheter, "blood returned to the handle of the device." The procedure was successfully completed and there were no patient complications.